Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting determined that the cause of the issue was the switch of the host pc hard disk drive (hdd) 1 was broken. Upon pressing the switch, it would turn green, but once released, it would turn off again. The fse informed the customer that the host pc needed to be replaced and the software re-installed, but, because they could not replace the pc themselves, the fse also gave the customer a temporary solution to resolve the issue until the new pc could be installed. The solution involved changing the position of the sata cable behind slot 1 of the hdd from the pc, changing the sata cable to position 2, taking the hdd from slot 1 and put it into slot 2. The customer implemented the temporary solution, and the system was returned to use in good working order. To date, no further work has been done by philips regarding this issue. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system does not start correctly. The device was not in clinical use. No harm to patient or user was reported. Philips has started an investigation of this complaint.